Event description:
It was reported that the pt was experiencing an increase in seizures above pre-vns baseline. During these seizures, the pt was having episodes of asystole. Pt was hospitalized and implanted with a pacemaker as a result. Per the treating medical professional, it is unk if the increase in seizures and asystole are related to vns or stimulation. Device diagnostics are all within normal limits. A battery life calculation was run and shows there to be approximately 1.61 years remaining until end of service. The pt's medication levels were measured and were at zero which indicates the pt has not been compliant with her medication. It is unk at this time if this had an effect on the seizures and/or asystole. Pt will be monitored and no further interventions are planned at this time. All attempts for additional info have been unsuccessful to date.